Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected noise which resulted in pacing inhibition. This patient was device dependant, however, there were no patient symptoms associated with the event. In addition, at the time of the event the patient was sick and was coughing a lot. All lead measurements were normal and stable. No further patient effects were reported.

Manufacturer narrative:
Technical services discussed troubleshooting for lead integrity. The representative was to further discuss with the physician. Investigation is completed to date. Should additional information become available this event will be updated.